Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had multiple falls and said he knocked a wire loose and only one wire was working . As a result the patient experienced a loss of therapy and a loss of stimulation. The manufacturer's representative (rep) further reported that they saw the patient in (B)(6) of 2015 and the patient had wire issues and had electrodes that weren't working with high impedances but they were able to reprogram around them and therapy was working and the patient had coverage. It was noted that at the time the patient had been waiting on authorization from the va and was informed by the va they needed to go back for a revision. The patient then experienced a loss of stimulation and a loss of therapy on (B)(6). The patient noted that the loss of stimulation had occurred intermittently since it had happened once before. It was also reported the patient was experiencing pain and cramping in their toes but it was unknown when if it was a sudden or gradual change in therapy. When the patient was asked what they were doing when they felt stimulation turn off they thought they were lying down but it was not related to positional movement. The patient programmer (pp) was used at the time of the call and it showed that stimulation was on but the patient did not want to troubleshoot. It was noted the patient had the ability to change stimulation but he stated he had already adjusted all parameters and didn't want to troubleshoot. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.